Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor errors and the reservoir was chipped. The customer reported that the activation button was hard to press but then it started working again. The insulin pump had a low battery alarm. The customer stated that the insulin had rainbow effect on the display sometimes only when they went outside. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.